Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that the patient had noise on the right atrial (ra) lead with minimal isometric movement. The physician explanted and replaced the ra lead on (B)(6) 2021. Upon, extraction, it was noted that there insulation breach near the suture sleeve on the ra lead. The patient was in stable condition.